Event description:
Event description guidant received information that this pacemaker dependent patient experienced syncope, resulting in head trauma and required cardiopulmonary resusitation (CPR). The physician suspects that the automatic capture feature malfunctioned, causing a loss of right ventricular pacing. There were no ventricular tachycardia episodes stored in device memory. An atrial arrythmia was causing several appropriate mode switches and undersensing of the p waves was observed. The ventricular lead was programmed to unipolar pace bipolar sense. The programmed paramaters along with electrograms were faxed to a guidant technical service consultant for review.